Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device nozzle is clogged with an unknown yellowish brown foreign material. Due to nozzle clogging, amount of water contact does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. In addition, the distal end rubber coating (a-rubber) is dirty. This is attributed to insufficient cleaning. Other observations for the device: leakage between the switch box and control unit due to wear of switch box packing; distal end has a dent; connecting tube and universal cord have discoloration; suction cylinder is shaved; up/down (u/d) knob is dirty; right/left (r/l) knob is dirty; universal cord has discoloration; due to wear of angle wire, bending angle in up/down/left direction does not meet the standard value; due to wear of angle wire, the play of u/d / r/l knob is out of the standard value; because light guide lens is shaved, illumination is uneven; grip is dirty; and control unit, grip, scope cover, and universal cord have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer sent the device for evaluation and repair of an issue of one light-emitting diode light not working occurring during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the device nozzle is clogged with an unknown yellowish brown foreign material. In addition, the distal end rubber coating (a-rubber) is dirty. This is attributed to insufficient cleaning. This device was returned for repair without adequate and full reprocessing. However, the customer does not perform correct reprocessing in general. Though customer has received training by olympus initially and subsequently thereafter, it has been reported that pre-cleaning and detergent cleaning steps are missed. The brushing step is missed in routine diagnostic cases and performed only after procedures after the biopsies are done. Due to nozzle clogging, amount of water contact does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issues of foreign material in the nozzle and dirty a-rubber observed during device evaluation, as well as, the incorrect reprocessing performed by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following IFU: the detection method is contained in gif-lv1, cf-lv1l/I operation manual chapter 3 preparation and inspection. The preventive measures are contained in gif-lv1, cf-lv1l/I reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.